Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11. Corrected field: h6 (medical device problem code).

Manufacturer narrative:
Updated field-b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. On july 18, 2025, during treatment assisted by intra-aortic balloon counter pulsation (iabp), the balloon catheter became folded due to the twisting of the blood vessels. This caused an abnormal counter pulsation waveform and a reduction in the assisted pulse. After several adjustments to the catheter's position, normal function was successfully restored. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported that during use of intra-aortic balloon, after 1 hour of therapy, the balloon catheter was folded during the operation due to vascular tortuosity. The counterpulsation waveform was abnormal and the auxiliary pulse decreased. After repeated adjustments to the catheter position, the function was restored.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name (B)(6). Due to character limitin the e1 section, the full event site telephone is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).